Event description:
Customer submitted a medwatch form indicating that the pt was trying to get out of bed. The rn was walking by the room and noticed her dangling on the bedside. The pt fell before he could reach her. She hit her forehead on the floor; no obvious injury was seen. The bed alarm was in place and was on. The alarm was tested at the beginning of the shift, but didn't alarm. Replaced with a new alarm after the fall. Customer was contacted and no additional product info was provided. There was no serious pt injury, pt is fine.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received.